Event description:
This senior medical affairs specialist reviewed the customer care advocate's (cca's) documentation. The patient/layperson alleged she obtained an error 4 at 5:40 pm in 2008 when attempting to test on her onetouch ultramini meter. Approximately 20 minutes later, the patient reportedly became shaky. The patient, whose regime is diet and exercise, received no medical intervention and did not self treat. The alleged error 4 issue was unresolved with troubleshooting. The complaint is classified as MDR reportable due to the following conclusion: after the reported issued began, the patient allegedly became shaky, a symptom that meets the criteria of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The age and dob (a2) was not provided.